Event description:
During a laparocopic nephrectomy procedure, the device did not cut and onl partially stapled. The operation was completed by using another device with the same product code. There was no pt consequence.